Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device manufacture date not available at time of this report. The device has not been returned to the MFR.

Event description:
A medtronic ent rep reported that the site damaged the left front caster on the evolution plus system while moving it across the street to another building. There was no pt present.